Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experience peritonitis manifested by cloudy effluent. On the same day as the onset, the patient was hospitalized for peritonitis. The cause of peritonitis was unknown. On the same day, the patient began treatment with injection gentamycin (40 milligram, once a day) and injection cefuroxime sodium (1.5 gram, once a day) therapies, intraperitoneally for peritonitis. Three days later, the patient recovered from the peritonitis and was discharged from the hospital. At the time of this report, pd therapy was ongoing. No additional information is available.